Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and date returned to manufacturer, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: due to character limit in e1 event site address is (B)(6). Trp46 was placed using its original sheath. After the insertion, the user observed blood leaking from the tubing connection at the three-way stopcock on the sheaths side port. To control the leak, the user clamped the tubing between the sheath and the stopcock with forceps and proceeded with the procedure. The user would like guidance on the appropriate steps to take in this situation and what precautions are necessary before removing the device. The product was returned with the membrane completely unfolded. Blood was observed on the exterior of the iab. The 7.5fr was returned covering the catheter tubing portion of the device. The inner lumen was found to be occluded. The occlusion was unable to be cleared. The extender tubing and pressure tubing were also returned for evaluation. No damage was observed on the returned device. An underwater leak test of the balloon, catheter, extracorporeal tubing, y-fitting, extender tubing, pressure tubing and sheath port three-way stopcock was performed, and no leaks were detected. The evaluation could not confirm the reported failure of a leak in the iab. The customer reported observing a leak at the tubing connection of the three way stopcock on the sheaths side port. This may occur if the stopcock is not properly secured or locked, allowing blood to escape when it is not fully closed. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID: (B)(4).

Event description:
It was reported by the customer that while inserting the intra-aortic balloon (iab) using original sheath, there was blood leaking from the tubing connection of the three-way stopcock on the sheath's side part. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (type of investigation, investigation findings, investigation conclusions). Trp46 was placed using its original sheath after the insertion the user observed blood leaking from the tubing connection at the three way stopcock on the sheaths side port to control the leak the user clamped the tubing between the sheath and the stopcock with forceps and proceeded with the procedure the user would like guidance on the appropriate steps to take in this situation and what precautions are necessary before removing the device. The product was returned with the membrane completely unfolded blood was observed on the exterior of the iab the 75fr was returned covering the catheter tubing portion of the device the inner lumen was found to be occluded the occlusion was unable to be cleared the extender tubing and pressure tubing were also returned for evaluation no damage was observed on the returned device. An underwater leak test of the balloon catheter extracorporeal tubing yfitting extender tubing pressure tubing and sheath port threeway stopcock was performed and one leak was identified on the sheaths side port tubing the leak appears to have been caused by a sharp object. The evaluation confirms the reported failure of a leak in the iab one leak was identified on the sheaths side port tubing the leak appears to have been caused by a sharp object and was found farther down the tubing away from the junction where the side port tubing of the introducer sheath connects to the 3 way stopcock a lot history record review was completed for the reported product no nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.